Manufacturer narrative:
Customer has the cc side disabled. A field service engineer (fse) was dispatched: the fse found that fluid coming out of probe a is diluted wash solution. The fse replaced vacuum valve for probe a and the issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the reagent probe a leaks on unicel dxc 600 pro synchron clinical systems when running samples, but does not leak when in standby nor when requests primes on the reagent delivery subsystem. No patient results were generated. No injury was reported on this issue.